Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pain ("I had started hurting in my right side"), breast pain ("sore boob"), nausea ("nausea"), fatigue ("exhausted"), pollakiuria ("pee all the time"), headache ("headache") and acne ("acne") and was found to have uterine leiomyoma ("fibroid tumour"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, pain, uterine leiomyoma, breast pain, nausea, fatigue, pollakiuria, headache and acne outcome was unknown. The reporter considered abdominal pain lower, acne, breast pain, fatigue, genital haemorrhage, headache, nausea, pain, pollakiuria and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - medical device removal, genital bleeding, muscle cramps, pain and procedural pain , nausea , headache , fatigue , acne , uterine leiomyoma , sore breast , frequent urination. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), procedural pain ("I had started hurting in my right side"), breast pain ("sore boob"), nausea ("nausea"), fatigue ("exhausted"), pollakiuria ("pee all the time"), headache ("headache") and acne ("acne") and was found to have uterine leiomyoma ("fibroid tumour"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, procedural pain, uterine leiomyoma, breast pain, nausea, fatigue, pollakiuria, headache and acne outcome was unknown. The reporter considered abdominal pain lower, acne, breast pain, fatigue, genital haemorrhage, headache, nausea, pollakiuria, procedural pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - medical device removal, genital bleeding, muscle cramps, pain and procedural pain , nausea , headache , fatigue , acne , uterine leiomyoma , sore breast , frequent urination. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.